Manufacturer narrative:
The customer declined returning the device to philips for repair.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated there was a speaker malfunction inop error message on the mx40 and no audio. There was no report of a patient injury or harm.